Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history review confirmed that device conformed to specifications when shipped. The root cause of the issue of the broken gray connector cannot be conclusively determined. Possible likely cause of the break in the gray connector can be accumulated stress or the user hit the connector with something hard. There was no factor of the design or structure of the device that could contribute to the issue. Instructions for use (IFU) includes statements: in case gray connector is loosen, abnormality is detectable by conducting the following inspection before use and by inspecting the connectors. Check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Due diligence has been executed for this event. No additional information is available for this event yet. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not available at this time. There was no user complaint for this event. While on site performing an inspection of the device, the field service engineer (fse) found that the grey scope connector was broken. Fse replaced the part. Fse verified the device was working according to OEM instructions. Software attributes were confirmed or updated as applicable. In conclusion, the reason for the broken grey scope connector could not be determined.

Event description:
While on site performing an inspection of the device, the field service engineer (fse) found that the grey scope connector was broken. There is no patient involvement.